Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the issue was verified during evaluation. It was found that the ECG input connector was damaged. The connector was replaced to remedy the issue. No emerging trend based on similar reports.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.